Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: the main circuit board malfunctioned temporarily. The power supply board malfunctioned temporarily. The lcd panel malfunctioned temporarily.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the user facility¿s biomed with troubleshooting. The biomed broke down the setup and was unable to reproduce the phenomenon. It is believed that the handpiece possibly attributed to the reported issue. In addition, on (B)(6) 2020 the service center followed up with the user facility to obtain additional information regarding the reported event and was informed that the device will not be returned as the image issue and error have not reoccurred and the device is functioning as intended.

Event description:
The service center was informed that during an unspecified procedure, the monitor image was lost. The user took four images and then a ¿no printer attached¿ error message was observed. The connection was checked and found to be secure. The settings on the monitor are unknown. It is unknown if the intended procedure was completed. There was no patient injury reported